Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient of the omnipod system became hypoglycemic as a result of a malfunction with the omnipod system. Patient's personal diabetes manager (pdm) was "blinking omnipod" and would not reset, despite re-seating batteries in device. Thereafter, patient attempted manual injections of insulin, however, believes to have "overtreated" as husband found her "incoherent" and "dripping sweat" during the night. Pdm measured a blood glucose below 20 mg/dl. Subsequently, emergency medical technicians (emt) were contacted via 9-1-1. Upon arrival, emts measured patient's blood glucose at 61 mg/dl. Treatment included administration of glucose tablets. Additionally, patient ate a peanut butter sandwich and consumed iced tea with sugar. Patient refused a hospital visit and when emts left, patient's bg read 98 mg/dl.

Manufacturer narrative:
The device was received with no batteries installed. Visual inspection found no damage to the exterior of the pdm (personal diabetes manager). When powered on, the device displayed the omnipod screen, then a blank white screen. Additionally, the pdm would turn on and off constantly (looping). Interior inspection found lcd (liquid crystal display) ribbon connection properly seated. When disconnected, visual inspection found no abnormalities. Further inspection found no evidence of a fluid stain or corrosion. The original lcd was replaced with a known good one and device was powered on with continued looping (no change). The original bg (blood glucose) meter board was replaced with a known good bg meter board, while using the original main pcb (printed circuit board). When device was powered on, continued looping ensued (no change). Inspection of the pcba (printed circuit board assembly) components found no damage. Despite many attempts made to download data it was unsuccessful.